Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not run therapy. There was no report of patient harm or injury. The clinical specialist confirmed that all electrodes on the left lead had completely out-of-range (oor)/high-impedance readings. The device was turned off, and the patient was scheduled for revision surgery. The left lead was completely removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).